Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms. The number of inflations and to what atms is unknown. The lesion was located in the 75% stenotic, non-tortuous proximal left anterior descending artery (lad). The procedure was completed with another of the same devices. Patient status was reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.